Event description:
I have been using acuvue oasys for astigmatism contact lenses for years without any significant issues. However, I recently experienced severe problems with the latest batch of lenses I received. The lenses in the teal-colored blister packs cause immediate discomfort in my eyes, accompanied by blurry vision. It feels as if the prescription is incorrect or the lens material has changed. In contrast, the lenses in the white and blue blister packs have always worked perfectly, providing clear and sharp vision without any discomfort. Upon further investigation, I found that I am not alone in experiencing these issues. Other users have reported similar problems with the quality of lenses in recent batches, including: easy tearing: many users have noticed that the contact lenses from the new batches tear very easily, which was not an issue with previous batches. More details can be found in optix-now reviews and influenster reviews? (Influenster)?? (Optix-now - your vision care guide)?. Blurry vision: like me, other users have reported blurry vision when using lenses from the new batches. More details can be found in optix-now reviews? (Optix-now - your vision care guide)?. Discomfort and dryness: several users have mentioned that the lenses cause significant discomfort and dry out the eyes much faster compared to lenses from previous batches. More details can be found in johnson & johnson vision care? (Jnj vision care)?. Reduced durability: users have observed that the lenses from the new batches do not last as long as they used to, with some reporting that they can only use them for 3-4 days before they become unusable. More details can be found in optix-now reviews? (Optix-now - your vision care guide)?. These problems not only affect my daily comfort but also raise concerns about the long-term health of my eyes. Here are the batch numbers and expiration dates of both sets of lenses for your reference: teal-colored blister packs: 2023-09-29. White and blue blister packs: 2022-10-12. I hope you can investigate these issues and provide an appropriate solution. This sudden decline in the quality of contact lenses is having a significant negative impact on my daily life. In addition to my own experience, I have read numerous comments from other users reporting similar issues with acuvue oasys for astigmatism contact lenses from recent batches. The most common problems mentioned include: difficult insertion: some users have mentioned that the lenses are harder to insert and adjust in the eye, causing additional irritation and discomfort. Quality issues: several users have noted a general decline in the quality of the lenses, mentioning that they seem more fragile and prone to tearing? (Influenster)?. Formula change: there are speculations among users about possible changes in the formula or manufacturing process of the lenses, which could be causing these issues? (Optix-now - your vision care guide)?? (Jnj vision care)?. Allergic reactions: although less common, some users have reported mild to moderate allergic reactions when using the new batches of lenses, which they did not experience with previous batches. Comments from health professionals: I have consulted my optometrist about these issues, and they have also received similar complaints from other patients. The general recommendation has been to switch to another brand or model of lenses until these problems are resolved by the manufacturer. Since these issues seem to be recurring and affecting a large number of users, I believe it is crucial for the FDA to thoroughly investigate to identify any changes in the production or materials of acuvue oasys for astigmatism contact lenses. I don't have any medical conditions, I don't have any allergies, I don't smoke nor consume alcohol.